Manufacturer narrative:
Pt identifier: - (B)(6). Implant date: - unknown date, 2011. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00388 and 0001825034-2017-03296.

Event description:
It was reported that the clinical patient underwent an elbow revision due to loosening leading to a periprosthetic non-displaced fracture approximately three years post-implantation. Radiographs revealed a radiolucent shadow of loosening in the humeral component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown discovery humeral condyle kit, part# unk lot# unk; unknown discovery ulnar component, part# unk lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. X-ray review was performed by the operative surgeon. In 2014, radiolucent shadow of loosening was seen in the humeral component which progressed into peri-prosthetic fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as the part and lot numbers of the device are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.